Event description:
The customer reported that spectrum pump serial number (B)(4) was alarming system error 322. There was no pt injury reported. No further info was available.

Manufacturer narrative:
(B)(4). The device was received at baxter for eval system error 322 was reproduced during testing; however, the specific component could not be identified. Eval of known contributors to ec 322 has led to the determination that the upper and lower aux were the failing components and were replaced.